Manufacturer narrative:
Patient demographics not known at the time of filing. Analysis on the returned frame resulted in an electrical failure being found through functional testing and visual/physical examination. Analysis stated that, when connected to a known good system it was found that led #4 was not firing. Otherwise, the frame returned good geometry and divot error readings. Device manufacturing date not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an acl reconstruction. It was reported that one led light of the system went out. There was no impact to patient. There was no delay to the procedure as a result of the reported issue.

Manufacturer narrative:
Patient information was unavailable from the site. The information could not be obtained due to privacy perspective. Additional information: initial reporter and facility name / address updated. (B)(6). If information is provided in the future, a supplemental report will be issued.